Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7071819.

Event description:
It was reported that the patient was experiencing loss and inadequate stimulation due to lead fracture and high impedances secondary to lead migration. It was also stated that the patient was experiencing worsening back pain. Reprogramming attempted but still stimulation issues persist. The patient will undergo a revision procedure.